Event description:
The patient reported they had a sudden return of symptoms around (B)(6) 2016. It was noted there were no trauma or falls related to the reported issue. The patient was able to use the programmer and verify stimulation was currently on. They stated they were on program 4 at 2.1, and they increased stimulation 2.3 which was comfortable sitting, standing, and walking. The patient was going to leave it on the current setting and continue to track their symptoms. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information reported that the return of symptom has been resolved. The patient did have to turn down the stimulator because she experienced shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.